Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) advised the customer to replace the graphic user interface (gui) central processing unit (cpu).

Event description:
It was reported that a ventilator was resetting intermittently. There was no report of the ventilator being exchanged for a new device. There was no report of serious injury or death associated with this event.